Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential hypoxic gas mixture delivery. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the unit continues to ventilate and alarms remain functional. The amount of o2 being delivered to the patient is displayed on the flowmeter, and the flow is adjustable. No or low flowing oxygen when the flowmeter is off will not cause an hypoxic mixture.